Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the gallbladder during a gallbladder drainage procedure performed on (B)(6) 2024. During the procedure, the stent could not be deployed. The stent was fully covered by the outer sheath when it was removed from the patient. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event. The patient was put on antibiotics.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the stent partially deployed and the inner sheath kinked. Functional inspection was performed by sliding the catheter lock to the right to unlock the catheter, then the catheter control hub was moved up and down. The catheter passed through the luer without resistance. Also, the stent hub was moved down to the second and fourth position, and the stent was deployed. No other problems were noted with the stent and delivery system. The reported event of stent failure to deploy was confirmed. Taking all available information into consideration, the investigation concluded that the observed damage of inner sheath kinked was likely due to procedural factors such as lesion characteristics, handling of the device and the technique used by the physician (force applied); that limited the performance of the device and contributed to the observed problems. The reported event of stent failure to deploy is known and documented in the labeling; therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent partially deployed is noted within the IFU as possible adverse event associated with the use of the device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the gallbladder during a gallbladder drainage procedure performed on (B)(6) 2024. During the procedure, the stent could not be deployed. The stent was fully covered by the outer sheath when it was removed from the patient. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event. The patient was put on antibiotics.